Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): during device analysis, after the hybrid was separated from the battery, several abnormal symptoms were noted that were not observed in the as-received condition. These symptoms included oversensing, abnormal levels of the regulated supplies, and slightly elevated current drain. Considering these symptoms were not observed prior to separation of the hybrid and battery, it is believed that mechanical damage was induced during that process. No further analysis was performed on the hybrid due to the change in condition. Further analysis of the battery cell did not find a root cause of the rapid voltage depletion seen in a performance data voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure, but there was no lithium material near the cathode tab.